Event description:
It was reported that one atrial noise reversion episode and true noise was observed on the atrial lead on stored electrocardiograms. No programming changes were made. The patient received a routine elective generator change unrelated to the event. The atrial lead remained implanted. The patient was stable.